Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Catalog number: 31-601587 lot number:unknown brand name: excd abt spring loaded impactr. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04296. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the exceed inserter handle was stuck inside the g7 shell and could not be detached. This led the surgeon to explant the g7 shell back out the patient after it had been implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to off label use of the g7 implants and exceed instruments. "It was initially reported that an incompatible inserter was used in off-label fashion with a g7 cup. Through investigation, it was confirmed that the exceed inserter and g7 cup are indeed dimensionally non-compatible and functionally unable to be used together. Therefore, there was no malfunction of same/similar products that have previously caused or contributed to a serious adverse event, in this instance, and the root cause of the dysfunction was off-label use. Additionally, there was no patient harm or serious adverse event in this event. There are no reports of previous off-label use in this manner causing or contributing to a serious injury. Internal corrective and preventive actions have been initiated to investigate the off-label use of the device." Event is no longer considered reportable, and initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
"It was initially reported that an incompatible inserter was used in off-label fashion with a g7 cup. Through investigation, it was confirmed that the exceed inserter and g7 cup are indeed dimensionally non-compatible and functionally unable to be used together. Therefore, there was no malfunction of same/similar products that have previously caused or contributed to a serious adverse event, in this instance, and the root cause of the dysfunction was off-label use. Additionally, there was no patient harm or serious adverse event in this event. There are no reports of previous off-label use in this manner causing or contributing to a serious injury. Internal corrective and preventive actions have been initiated to investigate the off-label use of the device." Event is no longer considered reportable, and initial report should be voided.